Event description:
It was reported that the camera system suddenly went off and it did not start again. They saw smoke coming out of the unit. There was no delay or patient injury reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Ccu failed functional testing with no power up. One blown fuse was found in the power entry module. Fuse was replaced to continue testing. Unit still did not power up. Cause of power failure was a shorted out capacitor on the power supply. Product passed functional testing with a known good power supply installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.